Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 3 days and no unexpected gray display or display anomalies were noted. The insulin pump was programmed with at test glucose meter and communicated properly. The insulin pump had minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 810 mg/dl at the time of incident. Troubleshooting found that the pump display sometimes turns grey making it difficult to read the information on the screen. The customer was advised that the device would be replaced and to return the product for analysis.